Event description:
It was reported that this patient presented to the clinic and the right ventricular (rv) lead pace impedance was less than 200 ohms. This was noted to have been occurring since (B)(6) 2015. There was also a report that the rv lead had a low intrinsic amplitude. There have been no noise episodes and threshold measurements were good. Isometrics and testing were going to be performed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.